Event description:
It was reported that during implant, the lead helix was unable to be extended with up to 60 rotations. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).